Event description:
The user facility's service engineer reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) on system-1 could not be adjusted with the cursor. The cursor would shift at touch point, so the user could not control the ccm well. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.